Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted that per electronic perclose proglide instructions for use. Perclose proglide devices are for access sites in the common femoral artery using 5f to 21f sheaths. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6fr sheath hole prior to a pacemaker implantation procedure. The first proglide was successfully pre-placed. Reportedly, a cuff miss [suture retrieval issue] occurred with the second proglide device. The sutures of a new proglide were successfully pre-placed. The sheath was upsized to a 23fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.